Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient's mother contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultramini meter is reading inaccurately erratic. On six days earlier, this medical affairs specialist contacted the patient's mother to obtain/clarify more information. The patient tests his blood glucose 10 times per day and is on the insulin pump. The patient bases his insulin dose on the lfs glucose meter readings and the amount of carbohydrate intake. The mother stated that for every one unit of novolog insulin, the patient's blood glucose goes down by "75 mg/dl." On october 5, the patient reported blood glucose results of "427 and 351 mg/dl" with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value <=20% and/or <= 20 mg/dl. The patient's mother provided her son with an unspecified amount of insulin. The patient was reported to developed symptoms described as "felt like passing out." However, no glucose results were taken at the time of concern. According the patients' mother, the patient was given sugar to elevate his blood sugar and was reported to have felt better. The patient was not tested on another meter. During the troubleshooting session, the cca verified that the patient was using the correct technique, the punctured area was cleaned appropriately, the blood sample was collected from an approved source, the unit of measurement was set correctly to mg/dl, and the reported readings was confirmed in the meter's memory. This complaint is being reported because the patient has allegedly developed symptoms suggestive of hypoglycemia after injecting an unspecific amount of novolog based on the blood glucose readings. Replacement products were sent to the patient.